Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that a urine leak occurred possibly from the temp sensing wire lumen. The event happened on the 2nd day after placement.

Event description:
It was reported that a urine leak occurred possibly from the temp sensing wire lumen. The event happened on the 2nd day after placement.

Manufacturer narrative:
The reported event was confirmed as manufacturing-related. Evaluation found tear on lumen wall between tsc and drainage lumen. This complaint is confirmed manufacturing related due to rod puncture could be during manufacturing/user used. The device history record was reviewed and found a possible manufacturing issue that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "6) insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. 7) pull catheter to seat the balloon at the level of the bladder neck and secure placement. 8) keep the drainage bag below the bladder level without touching the floor. 9) connect the lead wire of catheter to temperature monitor with extension cable. 10) secure drainage tube to bed sheet with clip to ensure that there is neither twist nor kink in the tube 11) to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.